Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The contact reported the customer was experiencing elevated blood glucose levels (bg) over 400 mg/dl. The elevated bg was addressed with an injection of insulin. The contact suspects the settings may be incorrect. The customer started on tandem's t:slim pump today and entered settings from a previous manufacturers insulin pump and has been experiencing elevated bg's. Further troubleshooting indicated the pump was functioning as intended. The contact stated they would contact their health care profession for help with setting changes. The contact reported the customer's bg's are back under control.